Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: lobectomy. According to the reporter: after firing, air leakage was noted because of malformed staples. Add'l tissue was resected to repair the leak.